Event description:
It was reported via repair work order that the stretcher had reduced brake force the big wheel was unable to disengage due to a malfunctioned big wheel cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.